Manufacturer narrative:
(B)(4).

Event description:
It was reported by a provider that a patient's mother had stated she had swiped the magnet several times recently, mentioning 25 times on (B)(6) 2016. The provider only observed four magnet swipes on the programming system and the mother insists that she had swiped it more. Follow-up was received from the company representative on (B)(6) 2016 who was at the clinic with the patient at that time. It was confirmed in the office visit that the generator did in fact register magnet activation upon interrogation after swiping using the patient¿s magnet. The caregiver had not altered the technique for the successful magnet activation. Review of the manufacturer¿s in-house programming history database was performed 10/30/2016. Review of the patient's in-house programming history provided data from (B)(6) 2015 through (B)(6) 2016. A magnet mode diagnostics test which was performed (B)(6) 2016 was within normal limits. Magnet swipe history was reviewed and it was observed that the ¿magnet swipe¿ count observed was discrepant between the dates of (B)(6) 2016, and had been intermittently recorded as 96, and then would count to 100. On (B)(6) 2016 the count showed 97 and then counted 100 again for the date of (B)(6) 2016. Review of the decoded data from the manufacturer¿s in-house programming history database confirms increments of the swipe count, and increments of the magnet activation count consistent with the history provided from the clinic visit through the time of the events of (B)(6) 2016. Additional relevant information has not been received to-date.

Event description:
Additional programming history review was performed (B)(6) 2017. Review of the patient's in-house programming history revealed additional data from (B)(6) 2017 through (B)(6) 2017. Magnet mode diagnostics testing was performed with results within normal limits. The magnet swipe counter data identified a count of 119 swipes on (B)(6) 2016 through (B)(6) 2017, and a count of 123 on (B)(6) 2017. The magnet mode diagnostics magnet swipe count incremented by 1 swipe to 124 as expected during a magnet mode diagnostics test. Lead impedance was within normal limits.

Event description:
It was later reported that the patient was admitted to the hospital on (B)(6) 2017 due to seizures unrelated to vns. On the way to the hospital, the patient's mother reportedly swiped the magnet "over 30 times," but upon interrogation only a handful of magnet activations were seen.